Event description:
Laser fiber intact when checked prior to operating room. Fiber inserted into trocar into pt. When dr fired the laser, the tip of the fiber looked as if it had been cut. Laser fiber removed from pt. New fiber opened and procedure finished.